Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. An exterior inspection of the cycler showed signs of physical damage on the bezel and top cover. There were visual indications of dried fluid within the cassette compartment, and particulates within the cassette area. There were no burrs or sharp edges in the cassette area. The cycler failed the voltage verification check. An m01-19 alarm was encountered during start up. The failure was traced to 24v being out of spec. The j8 cable (24v dc, backplane side) was adjusted, and the voltage verification check passed. The screen brightness check failed on power up. The ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2405 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler passed a system air leak test. A pre-accelerated stress test (ast) simulated treatment was completed without any failures or problems. A power fail recovery was successful. An internal inspection of the returned cycler found visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported event was confirmed; an internal short was identified on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted fresenius technical support (ts) to report that a ¿power fail recovery¿ message appeared while the patient¿s liberty select cycler was powering up. The patient was connected during the incident. The caregiver said the cycler was not allowing them to resume the treatment. The ts representative explained that the cycler does not always allow you to resume treatment after rebooting. The patient¿s treatment was ended on dwell 3 of 3. Two days later, the caregiver called back to report another ¿power fail recovery" message that occurred while the cycler was powering up. Again, the patient was connected to the cycler. The ts representative advised the caregiver to disconnect the patient from the cycler and press ¿cancel treatment¿. The treatment ended on fill 1. The caregiver said the cycler does not get moved and confirmed the device was plugged directly into the wall outlet. There were no power outages and the caregiver was unsure what may have been triggering the failure. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The caregiver was advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The caregiver confirmed the patient had manual/continuous ambulatory peritoneal dialysis (capd) supplies and was trained to perform manual pd therapy without the cycler. However, they said the patient would not perform capd therapy. Upon follow up with the patient¿s pdrn, it was confirmed the patient completed manual pd therapy the following day. The pdrn confirmed the reported events did not result in any patient adverse effects, and no medical intervention was required. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.